Event description:
It was reported that during a da vinci si gynecological procedure, the patient sustained an injury to her ureter. Reportedly, the patient remained hospitalized and it is unknown when the patient would be discharged. On (B)(6) 2013, intuitive surgical contacted the physician's assistant (pa) who assisted during the surgical procedure. The pa indicated that the damage to the patient's ureter was discovered several days post op while the patient was still hospitalized. The pa also indicated that the patient also developed a fistula. The pa did not provide any other information.

Manufacturer narrative:
Based on the limited information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the injury sustained by the patient. Isi has made several follow-up attempts to obtain additional information regarding the reported event; however, no additional information has been provided. A follow-up medwatch report will be submitted to the FDA if additional information is received. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused or contributed to the injury sustained by the patient. This complaint is being reported due to the following conclusion: the patient sustained an injury during a da vinci surgical procedure.